Manufacturer narrative:
Analysis did not confirm premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits due to the high voltage charge history. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Event description:
It was reported that during a follow up the device had battery capacity of less than three months. The device was explanted and replaced. Patient was in good condition.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.